Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected beeping or black circle on display noted. Device had cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not performed. The device was returned for analysis.